Event description:
Customer reported receiving an error alarm on the insulin pump during rewind. Customer's blood glucose reading at the time of the call was 108 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform displacement test or verify alarms due to motor error alarm. Insulin pump had minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.